Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user removed the infusion site and then performed the infusion set and cartridge change in the incorrect order, placing a new infusion set before filling the tubing, which resulted in the ilet not being connected for approximately three hours and subsequent hyperglycemia around 400 mg/dl; the user administered a 6-unit subcutaneous insulin injection and later delivered a meal announcement to reduce glucose. Symptoms included hyperglycemia without reported ketoacidosis or other complications. Outcomes included temporary interruption of insulin delivery with the need for backup subcutaneous insulin and user education. Investigation included review of the call records and user report, with troubleshooting guidance provided on correct change procedures and algorithm use. Investigation of this case revealed user error related to the order of operations for infusion set and tubing fill, with no device alarms or malfunctions observed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use error.